Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter (also the mother) contacted animas on (B)(6) 2013, reporting that the pump will reset all the settings/history in the pump at random without any alerts. The reporter stated that the pump is not rebooting but just erases all of the information from the pump. The reporter stated she will look at pump and the time displayed will be 0:00, the insulin remaining will be 0 units and the basal rates will be cleared from pump. The reporter stated that she will have to reset time/date, do the rewind, load and prime steps and re-enter the basal rates into the pump. The reporter stated that the pump has been doing this for about three weeks now and she has to continuously monitor the pump and make sure the settings did not reset. The reporter stated that the last time pump reset the settings was yesterday twice and the patient's blood glucose (bg) read "high" on the meter. The reporter denied symptoms but stated that the patient had ketones. The reporter corrected high bg with a manual injection. The reporter stated that the patient has an alternate form of insulin delivery. This report is being made due to alleged hyperglycemic event the patient experienced due to an alleged history settings issues.

Manufacturer narrative:
(B)(4). Device evaluation: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The keypad had no hypersensitive buttons. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The complaint was not duplicated during the investigation.